Manufacturer narrative:
The failure of the pump to operate in the reverse mode was traced to the membrane switch panel. When the "reverse" button on the panel was pressed, there was no electrical contact made. The membrane switch was replaced and the unit was returned to the user.

Event description:
During cardiopulmonary bypass, at the conclusion of the procedure, the roller pump would not operate in the reverse mode. There was no adverse consequence to the pt as a result of this event.